Manufacturer narrative:
(B)(4). Field advisories: 1627487-05242011-002-r; 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
The patient reported her scs ipg is inoperable as she hadn't used or charged her system in approximately 2 years due to unrelated pain. The patient's system now displays an error message when attempting to connect to external devices. Surgical intervention may take place at a later date to address the issue.

Event description:
Follow up revealed that the patient underwent surgical intervention on (B)(6) 2017 to have their ipg explanted.